Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00557. It was reported that the leads have migrated, confirmed via x-ray. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, patient had effective therapy.